Event description:
It was reported that during a balloon angioplasty treatment procedure, the catheter shaft fractured. The target lesion was located in unknown vessel. The physician attempted to load a 2.25 x 12 mm emerge balloon catheter onto an unknown guide wire when the shaft fractured. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified a complete separation of the hypotube. The hypotube separation was 70 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure, the catheter shaft fractured. The target lesion was located in unknown vessel. The physician attempted to load a 2.25 x 12mm emerge balloon catheter onto an unknown guide wire when the shaft fractured. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.